Event description:
It was reported that the handpiece turns on and off by itself. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the technician found the rotor was stuck in the motor and the preload was corroded. Several components were replaced and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.